Manufacturer narrative:
We received a report from the patient via email on 20feb2020 alleging that she was burned during a treatment that occurred on (B)(6) 2020. Viveve contacted the treatment clinic and found that the actual treatment date was (B)(6) 2020. The treating physician had seen no burn and was treating the irritation with elta md silver gel. We have continued to reach out the clinic, the clinic has reached out to the patient, but no further information has been forthcoming. The only single use porting of the viveve system is the tip and it was not reused. The tip was not returned to viveve for investigation as the treating clinic no longer had the tip. Following FDA's decision tree, this incident would have shown as non-reportable; however, viveve is reporting to provide additional information to the patient voluntary report to FDA.

Event description:
Viveve does not believe this meets the criteria for a reportable event per the FDA medical device reporting for manufacturers, guidance issued july 9, 2013. Viveve is reporting for completeness as we are aware the patient has voluntarily reported. Patient reported pain and an assumed burn. Followed up with the physician included irritation, no evidence of burn.